Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2017 at 14:25 and 14:35. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice and the information that the affected devices will be updated to the current software version.

Event description:
The customer reported that while ventilating the patient, the ventilator alarmed "poti: o2 unplugged." The ventilator then quit ventilating the patient. The patient was bagged and the ventilator was power cycled. It started ventilating again then again the alarm occurred and the vent stopped ventilating. The patient was bagged while another form of ventilation was put in place. No patient injury was reported.